Event description:
The customer reported that the insulin pump alarmed motor error then it turned off. The blood glucose reading was 170mg/dl. The customer changed the battery, but some other error alarms occurred. The customer stated having surgery on her wrist. Advised the caller not to wear the device while having the surgery and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with frozen display and constant tone as a result of a faulty component on the interface board. Further testing could not be performed due to the frozen screen. The device was received with cracked reservoir tube lip.